Manufacturer narrative:
D2b pro code: dsk. E1 initial reporter city: (B)(6).

Event description:
It was reported that the procedure was cancelled. An avvigo plus system was selected for a diagnostic procedure. During preparation, a network failure occurred. The procedure was not completed as another of the same device was not available.

Manufacturer narrative:
D2b pro code: dsk. E1 initial reporter city: (B)(6). Device technical analysis: the product was not returned for evaluation; therefore, the functional check and initial condition analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, the cause of the reported event is a network failure occurred, and the procedure was cancelled. The investigation conclusion code of cause not established was selected.

Event description:
It was reported that the procedure was cancelled. An avvigo plus system was selected for a diagnostic procedure. During preparation, a network failure occurred. The procedure was not completed as another of the same device was not available.